Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 185 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned